Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer stated one patient (sid (B)(6)) with a previous result of 45.5 (unit of measure was not provided) for the architect ca19-9xr using lot 08849m500, was retested on (B)(6) 2012 using a non-recall lot 13144m500 with a lower result of 27. No impact to patient management was reported.